Manufacturer narrative:
Unit had blank solid white lcd with black horizontal lines due to cracked lcd glass. Unable to verify missing segments due to blank solid white lcd. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank solid white lcd.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states anomaly persists after battery change. Self-test was performed and noticed missing segments. Sending replacement. The insulin pump will be returned for analysis.